Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead input on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - evaluation summary (B)(4): the generator was returned and analysis did confirm the customer comment that a ventricular connector was broken. Analysis also found that one side bail cover was broken. (B)(6). (B)(4).

Event description:
It was reported that the ventricular lead input on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.